Manufacturer narrative:
The date of implant has been estimated to (B)(6)2013. As reported in a research article 6 years after the valve was implanted stenosis and a calcified aortic valve was noted so a valve-in-valve was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The reported calcification could have contributed to the stenosis reported, but as the valve was not received this could not be confirmed and the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 23mm trifecta aorta valve was implanted in a patient on an unknown date in august of 2013. On 10 september 2013, an exit echocardiogram revealed on-dilated, non-hypertrophied left ventricle, heart rhythm was atrial fibrillation, normal left ventricle systolic function, ejection fraction of 45-50% in atrial fibrillation. No anomaly in segmental kinetics. Low filling pressures, mitral insufficiency grade I, no pulmonary arterial hypertension, non-dilated straight cavities, and slight dysfunction. Good functioning of the aortic prosthesis, no leakage, maximum velocity 2.7m/s gmoy15mmhg. No pericardial effusion. In august of 2019, cardiac decompensation was treated by rapidly resolving hyroside depletion. On 20 september of 2019, it was noted there was tight calcified aortic stenosis, pulmonary arterial hypertension 75 mmhg. Left ventricular ejection fraction (lvef) 45% initial aorta 42 mm. A valve in valve procedure by transcatheter aortic valve replacement (tavr) 26mm non-abbott valve was completed. On 18 october 2019, the patient was followed by the polyclinic for tight calcified aortic stenosis, and degeneration of the trifecta valve with dyspnea stage 3. The patient status is unknown.